Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded the cartridge. In addition, the customer alleged that the pump stopped delivering insulin. Review of the pump history verified that the pump did not declare any alerts or alarms to suspend insulin delivery. The customer declined to perform troubleshooting or provide any further information and loaded a new cartridge successfully. Blood glucose level was 400 mg/dl.